Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that after talking with the technical services employee they reoriented the battery but did not activate the upright mobile position. The patient stated that in sitting, standing, and walking positions were all the same intensity needed. The patient stated that if they would go from a sitting position to a standing to a walking and then sitting again in less than 2 minutes. It took 2 minutes for the sensor to change from upright to upright and mobile. The patient stated that after the programming that it was adjusting appropriately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was an adaptive stimulation issue, where stimulation would change unexpectedly. It was reported that the patient would be in the upright or sitting position and the stimulation would change to the upright plus mobile setting. It was reported that the manufacturing representative was going to re-orient and change the increase mobility setting so that it would be harder for this to be triggered. This occurred in (B)(6) 2017.